Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a company representative indicated that the pump had moved after initial implant; however, the reason for the pump location change was to perform organa urinaria surgery. The reason for the catheter replacement was unknown as there was no allegation in regards to the catheter. There were no issues with the incision. Per the physician the urinary tract infection happened due to the patient's factor; there was no relationship with the pump, catheter or procedure. Further, a healthcare provider (hcp) indicated the urinary tract infection, urinary diversion, and ileal conduit extension were not considered an adverse event. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a physician regarding a patient who was receiving intrathecal gabalon via an implanted infusion pump. The pump was programmed to deliver gabalon intrathecal. The initial daily simple continuous dose rate of gabalon intrathecal 0.2% was 100.0 mcg/day and then 0.2% in flex mode. The therapy start date was (B)(6) 2012 and was ongoing. The underlying disease was dystonia. The patient had no past complications/history. The patient had no past history of surgical, allergy, alcohol, smoking, or adverse drug reaction. An ileal conduit operation was performed for urinary diversion due to a urinary tract infection. On (B)(6) 2015, a pump position malfunction occurred during the urological operation. At the urological surgery, the patient claimed that the implanted pump site had anomaly. The patient was hospitalized on (B)(6) 2015. On (B)(6) 2015, an operation was performed to move the pump position from the right abdominal area to the left. The catheter was replaced. Abnormal lab values included eosinophil (eos)of 0.8 on(B)(6) 2015 and 0.2 on (B)(6) 2015, creatinine of 0.38 on (B)(6) 2015, 0.37 on (B)(6) 2015, 0.39 on (B)(6) 2015, 0.35 on (B)(6) 2015 and 0.38 on (B)(6) 2015, white blood cells (wbc) 8.83 on (B)(6) 2015 and 3.15 on (B)(6) 2015, neutrophils 82.9 on (B)(6) 2015 and 71 on (B)(6) 2015, lymphocytes 13.4 on (B)(6) 2015, albumin 3.8 on (B)(6) 2015, c-reactive protein (crp)0.75 on (B)(6) 2015 and 2.01 on (B)(6) 2015, hemoglobin (hgb) 11.4 on (B)(6) 2015, monocytes 9.6 on (B)(6) 2015. The severity of the event was noted as serious the investigational drug had not changed. This event's causality was classified as unrelated to the investigational drug, pump, catheter, programmer, and procedure. Pump operability and catheter x-ray were not performed. The outcome of the event was recovered as of (B)(6) 2015. Additional information was requested to clarify the pump position malfunction, implant site anomaly, and catheter replacement. Should additional information be received a supplemental report will be filed.